Event description:
The alleged diagnostic ep catheter (z56004) was used during a regular "ep" study. No pacing/stimulation was required. EKG was clearly recorded. In the middle of the procedure, symptoms of cardiac tamponade were noticed. Other diagnostic and ablation catheters (manufacturers unknown) were withdrawn. B-echo and x-ray confirmed cardiac tamponade. Emergency procedures were performed. Two hours later, patient's critical signs were stabilized. Withdrawal of the alleged catheter through an introducer (manufacturer unknown) was attempted without success. Catheter was then withdrawn with the introducer at the same time. Patient experienced symptoms of cardiac tamponade again. After 150 cc blood was evacuated from the pericadial cavity, patient was stabilized. The alleged catheter was examined and found that the tip electrode had separated from the catheter tube but still attached to the safety cable. Doctor also mentioned that the catheter was used before. This is a reuse of the catheter. The introducer (manufacturer unknown) was in the reuse situation as well.